Manufacturer narrative:
This record is a duplicate of mfg report # 2523835-2021-00041. There will be no further reports sent under the current mfg number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens was broken. Additional information has been requested.